Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g). Event description: it was reported that, during an unknown procedure, the distal end of the basket wires in two ngage nitinol stone extractors were found to be detached and would not open. The physician advanced the baskets into the patient and discovered that they would not open. Upon inspection, the basket wires were noted to be detached. The devices were replaced with a new basket to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned devices were conducted a document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. Two ngage nitinol stone extractor was returned for investigation. Upon inspection of both devices, the baskets were detached from the distal end of basket sheaths. The baskets would not open. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history shows one non-conformance recorded for the shrink tube was damaged. It is possible that it was a related issue to the complaint issue. The non-conformance report did not contain enough detail to conclusively determine if the issues are related. The device was scrapped. A review of complaint history records shows one other similar complaint associated with the complaint device lot. Adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU) does not provide any information related to the reported issue. The returned devices were found to have a basket that would not open due to detachment of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. The cause of the complaint could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): line 2: (B)(6) phone: (B)(6) additional phone: (B)(6) g4- PMA/510(k) #: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, during an unknown procedure, the distal end of the basket wires in two ngage nitinol stone extractors were found to be detached from the basket cannulas and would not open. The physician advanced the basket cannulas into the patient and discovered that they would not open. Upon inspection, the basket wires were noted to be detached. The devices were replaced with a new basket to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.